Manufacturer narrative:
It was reported that the ge healthcare (gehc) telemetry system was in a constant "learning" state for about 30 minutes and thus, did not alarm for a potential ECG arrhythmia condition. The customer initially did not report any adverse patient impact related to the issue. Gehc subsequently learned that the patient expired at a later unknown date. The customer did not provide any further details about the patient's clinical progression but did confirm that their demise was not related to the reported device issue. Gehc investigated by interviewing the customer, reviewing log files, attempting to reproduce the issue in a test lab, and reviewing historical data. The customer declined to make the affected telemetry transmitter available for gehc analysis. The investigation concluded that a definitive root cause could not be definitively determined however, engineering found that ECG electrode to skin impedances and lead fail conditions (leads fail alarms were appropriately provided to alert users) may have triggered the system to switch between single lead analysis and multi lead analysis resulting in the seeming constant "learning" state. The investigation concluded that no further actions were required.

Manufacturer narrative:
Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188. A1-6: not provided by the customer. Ge healthcare's investigation is in-progress. A follow-up report will be submitted when the investigation is completed.

Event description:
It was reported that the monitoring system did not alarm as the users expected when the patient's ECG lead(s) came off or when their heart rate slowed. The patient did not sustain any injury due to this issue.